Manufacturer narrative:
Investigation summary; bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a vacutainer tube with water, and no issues were observed relating to holder needle separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode holder needle separation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes, the device experienced the cannula pulling out /breaking off while remaining in the patients arm. There is no status or update on the removal of the device or the patients health. The following information was provided by the initial reporter. The customer stated: the holder has come off the needle during sampling, the needle remained in the patient's arm .